Manufacturer narrative:
The device has not been returned for evaluation. Based on the available information, the event occurred due to the patient smoking while wearing a nasal cannula that contained residual oxygen. Product labeling warns: "do not smoke near this equipment. Keep cigarettes or burning tobacco away from the area where equipment is stored. Keep oxygen equipment away from open flames."

Event description:
It was reported: a patient disconnected their cannula from a c1000 and left the cannula on their face. The patient proceeded to light a cigarette. A flash occurred and the patient suffered burn injuries requiring medical treatment.